Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A patient with pelvic trauma was implanted with an acticon device on (B) (6) 2009. On (B) (6) 2009, the pump and balloon were removed and replaced due to infection. A request for the device has been sent, and the device has not been returned for analysis. No further information has been provided.